Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during procedure, the seal on the cannula broke and pneumoperitoneum leaked from cavity continued for 30 minutes. Leakage could be stopped by inserting forceps in the port, and procedure was completed without replacing. When removed from cavity, broken part came out from tip part of the port, it fell on mayo table. No broken part found in cavity. No bleeding. No tissue damage. Nothing fell into cavity. Operating room time not extended. The broken part was lost at the site after surgery. No patient injury was reported.